Event description:
It was originally reported that the device was jammed. During evaluation it was found that the device was producing straight shots. Evaluation completed on 01/18/07.

Manufacturer narrative:
Subject product was found to produce straight shots due to a broken tip. The device appeared to have been exposed to some type of stress resulting in the tip breaking. The product has been in the field since october, 2006.